Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the lead (B)(4) is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had no sensing on pacing capabilities. It was also reported that the right ventricular lead had high impedance, high thresholds, and sensing difficulties. The physician stated that the patient had "outgrown" their leads. Both leads were removed. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.